Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating a constant tone on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer's insulin pump worked as designed after new batteries were inserted in the insulin pump.

Manufacturer narrative:
The pump was received with a frozen screen after battery installation followed by a constant audio/beep anomaly. The problem was isolated to the mother board. Unable to verify the button/keypad and sensor anomaly due to the frozen screen. The pump also had a cracked reservoir tube lip and minor scratches on the lcd window.